Event description:
It was reported that nexiva 24ga 0.75in y needle was broken. The following information was provided by the initial reporter: it was reported needle broke inside tube on insertion into IV practice arm.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2021-06-10. H6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one opened un-retracted unit and one photo. Upon inspection of the unit, it was confirmed that the cannula had been damaged. When the cannula was removed from the catheter tubing, it separated into two components confirming the report that the needle broke. Microscopic inspection revealed that the damage was located at the notch of the cannula. It was also observed that the catheter tubing had been damaged in the corresponding location to the cannula damage, indicating that the defect likely originated after the cannula was placed inside the catheter. During normal manufacturing or use of the device, this type of damage is not observed. A high force or repetitive bending would be required to break the stainless steel cannula. Without the needle cover or the packaging, further investigation could not be performed to help narrow down the potential root causes of the observed damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 24ga 0.75in y needle was broken. The following information was provided by the initial reporter: it was reported needle broke inside tube on insertion into IV practice arm.